Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed.

Event description:
It was reported that the right ventricular lead was explanted due to low impedance, oversensing, and an apparent lead fracture. It was noted that the right atrial lead may have been threaded through the rv lead insulation. No patient complications have been reported as a result of this event.